Manufacturer narrative:
A partial lead with the connection portion measuring 9.5 cm was returned for analysis. The reported field event of noise was confirmed in the laboratory. An external insulation abrasion was found 8.8 ¿ 8.9 cm from the connector pin consistent with friction to the device can. The cause of the noise was due to the external insulation abrasion. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic, low, out of range, low voltage lead impedance issue, inadequate capture issue and noise reversion with high ventricular rate showing noise episodes were observed on the rv lead. Noise was observed on the ra lead for several years but electrically stable. Leads were explanted and new leads were implanted. Patient was stable.